Event description:
It was reported that during a ptca procedure on a chronic right coronary artery lesion, multiple balloons were used in an attempt to treat the lesion unsuccessfully. Eventually, another company's balloon was inflated for 45 seconds causing the pt to become hemodynamically unstable. This balloon was inserted and when inflated above rated burst pressure (contrary to IFU) it ruptured. Force was used in an attempt to withdraw the catheter and a portion of the balloon detached and remained in the vessel. Medical intervention attempts were unsuccessful and surgical intervention was not attempted due to instability. The pt was sent to ICU and allowed to infarct. Reportedly, the pt died about 12 hours later.